Event description:
On (B)(6), 2010, the patient underwent repair of a thoracic aortic aneurysm. The physician noticed that the distal olive off the delivery catheter of the first implanted gore tag thoracic endoprosthesis was in the patient. The olive was snared and pulled back through the sheath. There was no adverse event and the patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Evaluation summary: the delivery catheter was reviewed by gore engineering. It appeared that the edge of the leading olive was caught on an object and pulled off in tension. However, the root cause for the leading olive separation could not be determined from the available information.